Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant in the left bundle branch area due to helix was bent. This lead was replaced and never in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant in the left bundle branch area due to helix was bent. This lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. In addition, the helix housing was removed and showed that the helix appears intact and undamaged with dried blood was noted in the housing area. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.